Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic assembly/motor. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump accidentally got wet during a shower. Customer's blood glucose was 117 mg/dl. Customer then received a button error alarm on the insulin pump, which cannot be cleared. Customer was advised to discontinue use of the pump. Customer agreed to return the pump.